Event description:
(B)(4). Event occurred in (B)(6). The patient was not feeling well, so observed the quick-set and found that the tube of the set came come off from the connecter. The same issue occurred with another serial quick-set in few days ago. No further information available.